Event description:
It was reported that the lead was bent upon opening. The lead stylet and lead would not orient in the desired direction for the surgeon. The stylet appeared to be more pliable than typical. This lead was never implanted: a different lead was used. There was no injury or adverse event to the patient.

Manufacturer narrative:
(B)(4).